Event description:
Additional info received noted surgeon converted to ecce to complete procedure. Pt's condition was satisfactory on first post-op visit; prognosis reported as good.

Event description:
Reporter noted minor corneal burn occurred during procedure; no treatment was necessary.